Event description:
Reporter alleged blood glucose measured 154 mg/dl compared to the drs' result of 9 mg/dl when testing was performed minutes apart. It was stated the dr called paramedics, as a result where customer was taken to the hosp and treated with an IV, contents not provided. Customer stated prior to going to the dr, she had been concerned with erratic meter readings, no values provided. No other actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.